Manufacturer narrative:
A ge service representative performed an on site investigation. The fse removed and replaced srv node on system interface psb. The f1 fuse on power distribution pcb was also replaced during the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-receivable loss of functionality. No patient serious injury or death was reported related to this event.